Manufacturer narrative:
In addition to the mentioned before defective catridge, the catridge with UDI number (B)(4), batch number 23123-09166 and part number obj-09166 had the same problem as the catridge with the batch number 22861-09169.

Event description:
The cartridge is not recognised by the printer (rfid).